Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The analysis was performed by asahi intecc. Co. Ltd: with the provided information, it is inferred that the tip of the guidewire was trapped in the heavily calcified lesion, where rotational and/or push-pull manipulation was excessively made, resulting guidewire tip breakage due to the accumulated bending and/or rotational force exceeding the product design limit. Though the device investigation could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Warning section of IFU describes; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. And as possible complications and adverse events of guide wire use: separation or breakage of the guide wire. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. (B)(4)

Event description:
User facility medwatch: patient scheduled for left heart catheterization. During procedure, guide wire broke off in left main artery; snare was used to attempt to retrieve broken guide wire, and snare broke off as well. Patient was taken for emergent coronary artery bypass surgery to remove broken guide wire and snare. Additional information: the procedure was in the heavily calcified left main coronary artery. The tip of the guide wire got stuck in the patient anatomy and separated. The snare that separated was a non-abbott device. The coronary artery bypass surgery (CABG) removed most of the guide wire and the snare, however, a small piece of one of the devices was left in the patient anatomy. The device malfunction led to prolonged hospitalization. The patient was admitted after CABG and discharged home with home health on (B)(6) 2016.

Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. (B)(4) registration number: 3003780911. (B)(4) distributes the device and is responsible for MDR reporting.